Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter read inaccurately high in comparison to another device. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that on (B)(6) 2014 at 02:15am he obtained results on the subject meter that he felt were inaccurately high in comparison to readings obtained on another meter. The two tests were reportedly performed within 30 minutes of each other, however specific values were not provided for either meter. The patient detailed that he does not take any medication to manage his diabetes and that on (B)(6) at 02:15am he consumed more food or drink. The patient claimed that at an unknown time prior to the alleged inaccuracy he had developed a symptom of sickness and that at 02:15am on (B)(6), he was treated with IV fluids in a hospital. During troubleshooting the cca noted that when performing a control solution test with the patient the results were in range. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a healthcare professional after the issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/08/2015). The patient¿s meter has been returned on 1/22/2015 and evaluated by lifescan product analysis on 1/26/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.